Manufacturer narrative:
H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included leak, clear passage, and clamp function tests and no issues were noted. Additionally, the sample was functionally tested on an amia device with no alarms or issues noted. The reported condition was not verified. The sample met all manufacturing specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette leaked; further described as "the heater bag was over filled and a solution came out of the patient line all over the floor". The home patient (hp) reported that when they removed the cassette from the cycler, ¿the chambers in the cassette were bloated and filled with fluid¿. This was identified during priming for automated peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. Renal therapy services (rts) assisted the hp in troubleshooting the event. There was no patient injury or medical intervention associated with this event. No additional information is available.